Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this left ventricular (lv) lead triggered an alert for automatic threshold detected as greater than programmed amplitude or suspended and loss of capture was observed. Recent lv auto threshold test was at 4.5v at 1.5ms with output programmed trend 3.5v at 1.5ms. Technical services recommend in-clinic review to ensure adequate lv output safety margin. No adverse patient effects were reported. This lv lead remain in-service.

Event description:
It was reported that this left ventricular (lv) lead triggered an alert for automatic threshold detected as greater than programmed amplitude or suspended and loss of capture was observed. Recent lv auto threshold test was at 4.5v at 1.5ms with output programmed trend 3.5v at 1.5ms. Technical services recommend in-clinic review to ensure adequate lv output safety margin. No adverse patient effects were reported. This lv lead remain in-service.